Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device was pacing in the atrium. Boston scientific technical services (ts) reviewed atrial tachy response (atr) event and noted that atrial pace occurred due to sensor driven pacing and ventricular pacing was due to sensor. The next atrial events were sinus beats which triggered the atrial flutter response. Ts had discussion regarding atrial flutter response (afr) to consider turning afr off. Furthermore, field representative will discuss with the physician. This device was explanted. No additional adverse patient effects were reported.